Event description:
The pt was found in an unresponsive state. The paramedics were called and the pt was taken to the hosp. At the hosp the pt's blood glucose level was 29 mg/dl. The pt was given a dose of d50 and they made him eat. He was released two hours later from the hosp. The family member of the pt claims the device was self-programming and delivering boluses.